Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml; 841.9 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6). It was reported the patient was shaky. The pump status and/or event log report a motor stall occurred (B)(6). The pump was replaced (B)(6) and will be returned for analysis. A back-table prime was done. The catheter was not aspirated. The dose was reduced to 420 mcg/day. The critical alarm interval was 10 minutes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative the cause of the motor stall was not determined. The pump will be returned for analysis. It was believed that the motor stall and patient being shaky resolved. The representative had not heard otherwise from surgeon, managing doctor or facility. The representative only saw the patient in surgery during replacement and did not see the patient post-operative. The patient¿s weight was unknown. The medical history was not available other than the patient had intrathecal baclofen therapy due to spasticity. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication, and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.